Event description:
Additional information received identified the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient failed to recharge the ipg as recommended. As a result, the ipg was unable to communicate with the external devices and displayed an error message. Ipg was inoperable. Surgical intervention may be pending to address the issue.